Event description:
Healthcare professional reported right side rupture. Additional report of any creases. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. Crease folding of implant: observed. As per the investigation procedure deformation and crease fold were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Device device has been explanted.

Event description:
Healthcare professional reported, right side rupture. Device remains implanted.

Manufacturer narrative:
Cont e1: zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.